Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (apd) patient experienced feeling bloated and difficulty breathing while performing therapy on a homechoice device. The cause of the events was due to a use error, as the drain setting was set lower than 70%. The initial drain alarm was set at 0 ml. It was reported the patient performed a 2l mid day fill. The patient did not perform a manual drain prior to the night therapy or after experiencing the symptoms. The patient continued with apd therapy and felt relief at the next drain cycle. The patient was not hospitalized for the events and no medical intervention was needed. The patient was retrained on performing manual drains. The patient reported they are ¿doing well and is recovered¿. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The event history log review was performed and found that 1431 ml fluid was drained during initial drain on the reported occurrence date although the last fill for earlier therapy was 0 ml. Internal and external inspection was performed and no issues were noted. Connections were correct and secure, no evidence of moisture or pest infestation, and no internal part damage. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Cycler remote toolbox revealed no leak and all pressures were correct and stable. A short simulated therapy was successfully performed. The device meet specifications. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.